Manufacturer narrative:
Based on the available information, the root cause cannot be determine or confirmed as the device has not been returned for evaluation. Upon receipt and evaluation, a supplemental report will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the coil was perceived to detach. Upon withdrawal of the delivery pusher the detachment was confirmed. Attempts to retrieve the coil using an endovascular retrieval devices were made unsuccessfully. The coil was reported to stretch to the carotid artery and was fixed in place to the vessel wall using a casper stent successfully. No patient injury was reported.